Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a damaged battery connector. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation the battery connector was physically damaged. The root cause for the damaged connector could not be positively identified but was likely excessive force when inserting the battery into a charger or monitor. No adverse event occurred due to the damaged battery connector. The last patient to use this battery pack did not report any problems.